Manufacturer narrative:
Evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly had been activated twice and no stents were found. The trigger button motion was functioning as intended. The injector was unable to actuate all remaining positions due to the bent frontal components. The injector¿s frontal components were found to be bent which prevented the insertion sleeve retraction motion. This finding may have occurred due to the condition in which the device was returned for evaluation. Additionally, the splayed trocar was found to be broken beyond the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Damage was observed on the insertion tube v-slot. However, the damages could have occurred due to the condition in which the device was returned. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent during x-ray, the unit should get rejected. Sem images were taken of the insertion tube, singulator, and trocar. Surface features of the trocar indicate a tensile failure. The device was disassembled and visually inspected. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. No other non-conformances were found to be related to the reported event. A review of x-ray images for the specified lot, revealed that accepted device (istent) injectors contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly per manufacturing procedure. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Presumably, the device remains in the patent's eye; thus, date of implant is indicated. The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there was no non-conformity found to be related to the reported event. A complaint history lot review was completed for this lot and there was no complaint found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issues (malpositioned stent & trocar issue) are identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful cataract surgery, the surgeon was unable to implant one of the two stents from a trabecular microbypass stent system due to a broken trocar during implantation attempt. As a result, the surgeon was unable to retrieve the second stent- which was observed on the peripheral iris intraoperatively. Through follow-up, the surgeon expressed uncertainty if there was a remaining piece of the trocar in the patient¿s operative eye. The reported event did not result in any adverse impact to the patient, and the patient most recent status was reported as ¿vision has ameliorated, and the eye looks quiet¿. Through follow-up, the surgeon reported that the trocar tip is no longer believed to be left in the eye. According to the surgeon, the eye looks very good, and has been unable to detect the trocar tip anywhere. The patient was reported not allergic to nickel. In addition, the surgeon conferred with glaukos medical monitor who reiterated that the surgeon could not locate the alleged trocar tip and the patient has no known reaction to nickel. Recommendations on how to monitor the patient and the positioning of the stent were also discussed.